Event description:
The report rec'd from cordis clinical registry indicated that nine days after receiving two cypher stents in mid and proximal left anterior descending coronary artery (lad), a 61- year-old male pt died secondary to congestive heart failure. The indication for the procedure was unstable angina and the pt rec'd aspirin and clopidogrel during the procedure. A 2.25 x 33mm cypher stent was deployed at 14 atms to treat a lesion in the mid lad described as 2.25 x 23mm long, de novo and concentric with a type c classification and total occlusion greater than three months. The vessel was predilated at 10 atms with a 2.0 x 20mm balloon. The residual stenosis was zero. Post dilatation was not conducted. The second cypher; a 2.5x18mm stent was implanted at 14 atms in the proximal lad to treat a lesion described as 2.5 x13mm long, de novo, eccentric with a type b2 classification and 95% stenosis. Residual stenosis was zero after the procedure. The patient was discharged home the following day on aspirin, clopidogrel, statins and beta-blockers. The pt died five days later with congestive heart failure as the cause of death. The event was determined as possibly related to the cypher stents implanted and possibly related to the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under manufacturing numbers 9616099-2008-0021. Additional info will be submitted within thirty days upon receipt.